Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was allegedly no damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed unexplained reboots and multiple reboots following call service alarms between the dates of (B)(6) 2015 and (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was damaged; the threads were torn and the top of the cap was worn and cracked. The cap contact width was found to be within specifications; the height was out of specifications. Reboots occurred with the returned battery cap. A test cap was used and was able to securely attach on to the pump. The pump was then exercised for 24 hours with no reboots. The pump cover was opened and evidence of moisture was found on the transceiver printed circuit board. Unrelated to the complaint, the display screen was dim and discolored. The display screen was replaced with a test display, which functioned properly, indicating a failure of the display flex. (B)(4).